Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump felt warm to touch. There is no reported adverse event with this complaint. This report is made based on the allegation of the temperature issue.

Manufacturer narrative:
Follow up #1 submitted: 12/26/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: the battery was not returned with the pump for investigation. The battery compartment and battery cap were intact without damage. On testing, the pump powered on normally. The pump was exercised for 2 hours with no delivery issues, overheating or alarms. Electrical current draws were noted to be within specification. The pump was opened for investigation and revealed no evidence of damage, moisture or defect of the pump's interior. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional investigation was performed by product analysis on (B)(6) 2012.